Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of helium loss alarm is confirmed. An external helium leak was confirmed from the iab bifurcate during functional testing. The root cause of how the leak on the bifurcate occurred is undetermined. Upon review, the reported complaint is currently isolated. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. For related complaint see MDR #1219856-2017-00338 and tc # (B)(4).

Event description:
It was reported that the event occurred on a patient of 173cm in height. The pump alarmed after 4 days use, helium leak. The volume was adjusted, the catheter was moved, the counter pulsation rate was adjusted, and the alarm can't be clear. As a result, the pump and the intra-aortic balloon (iab) were exchange. There were no reported patient deaths or complications to the patient.

Manufacturer narrative:
(B)(4), other remarks: for related complaint see MDR #1219856-2017-00338 and tc (B)(4).

Event description:
It was reported that the event occurred on a patient of (B)(6) in height. The pump alarmed after 4 days use, helium leak. The volume was adjusted, the catheter was moved, the counter pulsation rate was adjusted, and the alarm can't be clear. As a result, the pump and the intra-aortic balloon (iab) were exchange. There were no reported patient deaths or complications to the patient.